Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the introducer used during the implant of a leadless implantable pulse generator (ipg) had a hemostatic valve leak. It was also reported the ipg delivery system could not be introduced into the introducer. The introducer was replaced to complete the procedure. There was no patient involvement.